Event description:
Surgeon notified purchasing dept that the hospital vascular access system changed to in august of 1995, was presenting problems. Specifically, he has had two pts admitted due to the system failing (leaking). Pt's port was recovered and another product was implanted.